Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the batteries for the imaging system were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the battery light indicator was red on the imaging system. The site reported that the system was plugged in for eight hours. The site reported that the imaging system was unable to complete start up. The line power light on the viewing station of the imaging system was illuminated. There was no patient present when this issue was identified. No additional information was provided.